Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-21185. It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) system implant procedure. During the procedure, the right ventricular lead had dislodged but the physician was able to reposition the lead. The right atrial lead had also dislodged but the physician was unable to advance the stylet to reposition the lead so the lead was replaced. The left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation and after attempting multiple positions for the lv lead, the physician elected to abandon the implant of the lv lead and to place a dual chamber ICD. The procedure was completed successfully. There were no patient consequences.